Manufacturer narrative:
This event occurred in (B)(6).

Event description:
It was reported that the customer received a result of 5.6 inr on her coaguchek xs (serial number (B)(4)) at 8:35 am and using a different fingertip she received a result of 4.1 inr at 8:46 am on the same meter. No further information regarding the event was received. It was reported that the customer's hterapeutic range is 2-3 inr. There was no adverse event. The suspect product was requested to be returned and replacement product was sent.